Manufacturer narrative:
The product will not be returned for evaluation and testing. Additonal information will be forthcoming within 30 days upon receipt.

Event description:
The information received from the affiliate states that this male patient (age unk) was presented to the interventional lab for an angioplasty procedure of a lesion located in the left external iliac. The vessel was described as moderately calcified with a 75% stenosis. Threre is no information available as to where the physician made access to the patient. A mircale 12 (getz bros). Guide wire was used in the procedure along with a 7fr valkin sheath (cook. ) the information states that after proper inspection and preparation of the balloon catheter, the physician passed the balloon to the lesion without diffulty. Upon inflation of the balloon with an indeflator, the ballon ruptured at 3 atmospheres. The physician safely removed the balloon and used a maverick balloon to successfully complete the procedure. There was no reported injury to the patient.